Event description:
(B)(4) - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2020, the patient presented with tricuspid regurgitation (tr). Two xt triclips were successfully delivered and deployed, reducing the mr to grade 1. There were no complications. On (B)(6) 2025 the patient had been hospitalized due to shortness of breath. Recurrent regurgitation was observed. There was no device malfunction specified. There was no device deficiency form entered.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because the part number and lot number were not provided. Based on available information, a cause for the reported tricuspid regurgitation could not be conclusively determined. The reported dyspnea is a cascading event of the tricuspid regurgitation. The reported patient effects of tricuspid regurgitation and dyspnea, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures.the reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2020, the patient presented with tricuspid regurgitation (tr). Two xt triclips were successfully delivered and deployed, reducing the mr to grade 1. There were no complications. On (B)(6) 2025 the patient had been hospitalized due to shortness of breath. Recurrent regurgitation was observed. There was no device malfunction specified. There was no device deficiency form entered.